Manufacturer narrative:
(B)(4) - initial report. Additional information including post primary and pre revision x-rays, operative notes, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, screws, ceramic head and ceramic liner after approximately 11 months due to loosening of the cup. Please note: the ceramic liner associated with this event report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Manufacturer narrative:
Per -5095 final report. 510k code corrected in this final report. Incorrect reference provided in the initial report. Additional informatin, including post primary and pre revision x-rays, operative notes, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. Review of these records found no deviation from process or product non-conformity which would have contributed to this adverse event. Based on the available information, no further investigation can be conducted and the root cause of the reported cup loosening could not be determined. This case is therefore considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.additional information including post primary and pre revision x-rays, operative notes, whether the patient followed correct post.

Event description:
Trinity revision of the cup, screws, ceramic head and ceramic liner after approximately 11 months due to loosening of the cup. Please note: the ceramic liner associated with this event report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.